Event description:
Patient's husband contacted dexcom sales on (B)(6) 2015 to report that the patient passed away on (B)(6) 2015. The patient's husband stated that the patient experienced a hyperglycemic event and due to her insulin pump having a bent needle, the insulin wasn't delivered and she passed away. Patient's husband further stated that medical intervention was involved and that the patient went to the hospital on (B)(6)2015. The official cause of death is unknown to dexcom. There was no reported continuous glucose monitoring device malfunction. No additional event information is available.

Manufacturer narrative:
(B)(4). There was no reported cgm malfunction. The official cause of death is unknown. However, it should be noted that diabetes mellitus is a known cause of hyperglycemia and death.